Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported when a capacitor maintenance was performed in clinic, a popping noise was heard. The charge time limit had been reached. The device was replaced and returned.

Manufacturer narrative:
The reported field event of extended charge time was confirmed in the laboratory via review of programmer printouts. The hv capacitors were analyzed and the cause of the extended charge time was due to an hv capacitor anomaly.